Manufacturer narrative:
The reported malfunction was observed; however, after reloading the software, the malfunction could no longer be duplicated. The system board was replaced as a precaution. The device was returned to the customer.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.